Event description:
The customer reported non-reproducible total beta human chorionic gonadotrophin (tbhcg) results, for one patient, involving the accesstotal bhcg assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 31.11 miu/ml was obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same instrument, generated lower results of 0.14, 0.13, and 0.18 miu/ml. The patient's sample was collected in 10 ml serum separator tube (sst) and centrifuged at 3,500 rpm (rotations per minute) for ten minutes. The customer noted quality control (qc) was within specification at the time of the event. The customer also indicated a 15-replicate precision study was well within the precision claim. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the accesstotal bhcg device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.